Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient had bleeding from impella right groin access site. One unit packed red blood cells transfused at that time. Systemic heparin was placed on hold, purge solution was transitioned to bicarb, and a fem-stop was applied.

Manufacturer narrative:
The investigation into the issue of access site bleeding ¿ major has been completed. The device was not returned for investigation. As per clinical patient had bleeding at access site around the sheath, blood was given and femstop was applied. Clinical advised the nurse for angle matching and placing the sheath up during the next dressing change, and bleeding was stopped with angle being matched the following day. The cause of the access site bleeding issue was most likely use related based on the clinical review.